Manufacturer narrative:
The pcb00v unit was returned to the manufacturer for evaluation in its original package. The plunger and pushrod were advanced in the preloaded insertion system. Scarce amounts of viscoelastic solution on cartridge and surface residuals (particles, fibers and ovd residues) on the lens indicated that the unit was handled and prepare for surgical use. Dent/distortions and stress marks were observed on cartridge tip. Part of the lens was observed caught in the cartridge tip. The other part of the lens returned outside the preloaded insertion system. Therefore, the complaint for haptic damage was verified. No assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the mrr for this complaint and/or similar issues. The units were released according to specification and in compliance with the product intended use as required. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial procedure. During the implant of the lens, the trailing haptic was broken as it got caught in the rod part of the lens insertion system. The doctor removed the lens and replaced it with the same model within the same procedure. The doctor enlarged the incision about 0.4mm for iol replacement. The operation was delayed about 20 minutes due to the removal and replacement operation. No visual acuity problems were reported.